Manufacturer narrative:
The removed data acquisition (da) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The da pcba was tested, and the failure was unconfirmed. Pil found that this da pcba passed pressure accuracy testing. Pil also verified that the average machine and proximal pressure were within the expected range at 0 cmh2o. This da pcba was verified to be functional with no error. Although requested, no other parts have been received at this time. A supplemental report will be submitted if any additional returned parts are received and evaluated.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the alarm, "machine pressure sensor autozero failed" (diagnostic code 1108), had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the alarm, "machine pressure sensor autozero failed" (diagnostic code 1108), had occurred. The customer confirmed that no work had been recently performed on the unit. The customer requested bench repair. This investigation is ongoing.

Manufacturer narrative:
The unit was sent to bench repair. At bench repair, the reported issue was unable to be duplicated and stated reported issue may be intermittent. Bench repair then advised the replacement of solenoid 3, solenoid 4, and data acquisition (da) printed circuit board assembly (pcba) as precautionary measures. The reported issue was unable to be duplicated. Bench repair replaced solenoid 3, solenoid 4, and da pcba as a precautionary measure. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The unit was sent to bench repair. At bench repair, the reported issue was unable to be duplicated and stated reported issue may be intermittent. Bench repair then advised the replacement of solenoid 3, solenoid 4, and data acquisition (da) printed circuit board assembly (pcba) as precautionary measures. This investigation is ongoing.